Event description:
It was reported by the affiliate in japan that during a meniscal repair procedure on (B)(6) 2023, a truespan meniscal repair system plga 24 degree device was used. According to the report, the first anchor and second anchors on the device were deployed as per procedures. It was reported that when the suture was pulled and tension was applied, the first anchor came out in the joint. It was reported that they confirmed that part of the first anchor that came out was damaged. It was reported that the surgeon pulled the sutures, and the two anchors were removed from the body. It was reported that the surgeon visually confirmed that both the first anchor and second anchor were probably broken. Another like device was used to complete the procedure successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d2a: the common device name has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received and evaluated. When performing the visual inspection, it could be observed that one plate and the suture were returned completely out of the device, the second plate was not returned. The returned plate was found broken into two pieces. The suture was cut in the bridging suture. To test its functionality the device trigger was pressed several times and no anomalies were found during activation, a manufacturing record evaluation was performed for the finished device 143l718 number, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. A possible root cause for the issue experienced by the customer can be attributed to the procedural variables, such handling of the device or product interaction during procedure; the depth of penetration of the needle into the tissue was not maintained; therefore, the plates did not fully trespass the soft tissue and when the suture was tensioned, the plates were pulled out along with the device. The possible root cause for the broken anchor could be related to a sharp instrument used to remove the anchor during the procedure, the anchor could have been touched by the sharp instrument and consequently cause the damage in the anchor, also an excessive manipulation of the device during the deployment may touched the suture with the device's needle and caused the suture to cut, however this cannot be conclusively determined. As per IFU: fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.